Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va059m9, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) never worked for them as they had less than 50% therapy relief. It was also noted that the patient had some pain at the ins pocket. The ins system was then explanted. The cause of the event issue was not determined although it was noted that it was not product related. The patient was believed to be doing well. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.